Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the device was put in backwards, which was wrong, and as a result it was removed. Relevant medical history includes spinal pain.